Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the posterior tibial artery. A .014 winn guide wire was advance; however, resistance was met. It was then noted that the tip had separated and remained in the patient. The proximal separated portion was simply removed. However, since the separated tip was in an occluded segment the tip was left embedded into the vessel wall. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and patient effect appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated.